Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the anchor of the bioraptor got broken while tapping into the bone. All the pieces were removed with grasper, and another hole was made. The procedure was completed with a non-significant surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).